Event description:
A sales representative reported on behalf of a customer that the device, 60-6085-202a, vcare 200a ¿ large, was being used during a robotic hysterectomy procedure on (B)(6) 2023 when the ¿v-care handle broke during procedure¿. Follow-up assessment revealed that the handle broke as soon as it was inserted; the uterus was being removed vaginally with the vcare device when the handle started spinning freely; the correct amount of pressure was used in order to gain visibility during the case; there was no fragmentation of the device.the procedure was completed without the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
Received one 60-6085-202a in opened original package. Lot number was verified. Performed a visual inspection, the device was return disassembled. A root cause cannot be determined, however, based upon on the preliminary investigation, a possible cause is torsional and axial loading during uterus manipulation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of two occurrences for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 55 reports, regarding 63 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. A determination for further investigation has been initiated. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the device, 60-6085-202a, vcare 200a ¿ large, was being used during a robotic hysterectomy procedure on (B)(6) 2023 when the ¿v-care handle broke during procedure¿. Follow-up assessment revealed that the handle broke as soon as it was inserted; the uterus was being removed vaginally with the vcare device when the handle started spinning freely; the correct amount of pressure was used in order to gain visibility during the case; there was no fragmentation of the device.the procedure was completed without the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.